Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.